Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure, a maestro 4000 controller was selected for use. Following the radiofrequency delivery of some points, the maestro 4000 rf generator suddenly stopped working, no longer recognizing the ablator catheter despite the fact that on the rhythmia system the catheter was showing. The error shown on the maestro is "finding catheter....". The catheter connection cables and the ablation catheter were replaced, however the issue persisted. The systems were restarted but the problem could not be resolved. The procedure could not be completed due to this event. No patient complications were reported. It was also noted that the recognition issue occurred at initial connection. As the issue occurred during use, it was able to track the location of the catheter on opal mapping system and see cardiac data on screen. The catheter was able to be physically connected successfully. There were no noisy electrodes. There were no recent changes in lab setup. The patient was sedated with general anesthesia at the time of the procedure cancellation. Equipment replacement was requested.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.